Event description:
It was reported that no circulating liquid will be pumped into the used disposable (l-70ni). Overtemperature alarm occurs. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical for a 3rd repair within 8 months (2x times caused by bad water pump-quality issue). The magnet of the drive shaft had loosened (manufacturer issue). Customer received a replacement unit. No causes or potential causes to the customer's reported problem were found during the DHR review.